Event description:
A nurse reported that a glaucoma shunt "misfired" and wound not imbed into the trabecular meshwork. The surgeon altered his procedure and performed a trabeculectomy because there was no back up shunt available. In the opinion of the surgeon, the device did not cause or contribute to the event. The event resolved.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cvr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/28/2011 by fax and mail. A completed questionnaire was received on 12/05/2011. (B)(4).